Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The data acquisition (da) pcba returned to the manufacturer for testing and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician discovered the pressure accuracy test failed at the 0cmh2o setting. There was no patient involvement.